Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, and the caregiver indicated that the device alerted to a low and the event was treated with oral glucose tablets, with no reported difficulties using the device and no external assistance or medical intervention required. Symptoms included no reported hypoglycemia symptoms. Outcomes included resolution of the low at home without healthcare utilization. Investigation included complaint intake review and user interview with troubleshooting and education. Investigation of this case revealed no device malfunction reported, no component issue identified, and no reproducible failure, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.